Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical department from an unknown floor with an unsigned note that stated, "software error." No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a whitescreen error and displayed, "please clamp the line and disconnect the cassette from patient and followed with its diagnostics." No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.